Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated that her stimulator is not working. Patient stated that in the end of march they was in a accident and broke her wrist in 3 different places. Patient mentioned that they was sick for 5-6 days and when they turns the stimulator on it will not let her control it. Patient states that they is getting the message settings not available since they got the new recharger cord. Patient also mentioned that her puppy chewed on the cord and broke the prongs in the cord previously. The patient was redirected to their healthcare provider to further address the issue.